Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered a lead alert after experiencing an impedance jump on the superior vena cava (svc) coil. Follow-up was done for more information; however, multiple attempts were unsuccessful. The rv lead remains in use. No patient complications have been reported as a result of this event.